Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (375 mg/dl). Reportedly, the customer is new to the pump and pump settings may need to be adjusted. Customer brought bg levels back to target range with manual injections. Customer stated they will be meeting with their diabetes educator to discuss the reported issue.